Manufacturer narrative:
(B)(4). Reported event was confirmed by review of returned device. Upon visual inspection there is damage to the locking feature. It appears that three quarters of the locking feature was engaged and the liner was impinged into the cup as a screw was utilized for extraction. The scallops were also damaged. It is unknown what inhibited the liner from not seating correctly. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent surgery on the hip for an unknown reason. During the surgery it was found that the liner did not fit in the cup. No known adverse event was reported. Attempts have been made and no further information has been provided.